Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was offline. A field service engineer (fse) reimaged the station to v1.6.1 windows 10, updated the remote smart service (rss) information, and successfully ran the windows server update services (wsus), firewall, and essential security against evolving threats (eset) packages. After completion, user tested med app login and successfully removed medication for the next procedure. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was offline in rss. Even after troubleshooting it was confirmed that the station was not communicating and remained offline in rss. There were no delay or adverse events or injuries reported based on this event.